Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that there was a leak just below the molded strain relief on the extension tubing. There was no difficulty with insertion, which was on (B)(6) 2012, in the umbilical, and secured with wire at the point where the catheter enters the cord. The lines were flushed on a regular basis with nacl, with a 2 ml and 5 ml syringe. The area and the hub was cleaned with hibidil. The unit was removed on (B)(6)2012, and was replaced with another unit. The patient status to date is reported as stable.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.